Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: resistance was felt when attempting to thread the wire over the catheter. More force was used than normal and the catheter finally advanced into the patients vasculature. There was no reported patient harm or consequence from the event.

Event description:
It was reported that: resistance was felt when attempting to thread the wire over the catheter. More force was used than normal and the catheter finally advanced into the patients vasculature. There was no reported patient harm or consequence from the event.

Manufacturer narrative:
(B)(4).